Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched. The customer replaced the reference electrode to resolve the issue. (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous patient results for potassium on the au480 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.